Event description:
It was reported that the right ventricular lead exhibited oversensing noise. It was noted that the therapies were turned off and the patient is wearing a life vest. No further intervention was performed. There were no patient consequences.